Event description:
It was further reported that approximately one year after the lead was reprogrammed the patient received another inappropriate shock due to t-wave oversensing (twos) while playing basketball. The lead programming was reviewed and decided to leave as is. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks due to t wave oversensing. The right ventricular (rv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient recently had spinal rods inserted which increased their height by approximately two inches and resulted in all of the slack being removed from the lead. The occurrence of t-wave oversensing (twos) increased significantly resulting in multiple inappropriate shocks while exercising. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.